Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the health care professional (hcp) indicated that the patient with this right ventricular (rv) lead, who had received a pacemaker system implant the day prior, experienced episodes of heart block with pacing spikes but no capture. The patient remained asymptomatic. It was suspected that the rv lead may have dislodged post-implant, resulting in non-capture. Device interrogation revealed pacemaker-mediated tachycardia (pmt) episodes with pacing spikes lacking t waves and an escape rhythm occurring between pacing spikes, suggesting possible non-capture. Ts recommended to perform an x-ray to further evaluate. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update field b5: describe event or problem, section b and field h6: device codes, section h.

Event description:
It was reported that the health care professional (hcp) indicated that the patient with this right ventricular (rv) lead, who had received a pacemaker system implant the day prior, experienced episodes of heart block with pacing spikes but no capture. The patient remained asymptomatic. It was suspected that the rv lead may have dislodged post-implant, resulting in non-capture. Device interrogation revealed pacemaker-mediated tachycardia (pmt) episodes with pacing spikes lacking t waves and an escape rhythm occurring between pacing spikes, suggesting possible non-capture. Ts recommended to perform an x-ray to further evaluate. No adverse patient effects were reported. This rv lead remains in service. Additional information was provided that a chest x-ray was performed where it could not be confirmed this rv lead truly migrated, however, a micro-perforation was suspected. Additionally, high pacing impedance measurements, a drop in rv sensing and a rise high capture thresholds. Subsequently, a revision procedure was performed and the lead was successfully revised to another location with good lead measurements. No additional adverse patient effects were reported outside the revision procedure.